Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.